Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the complaint plus unit was carried out. A tug test was performed to examine the integrity of the connection. A connect/disconnect test was carried out. No issues were noted with the unit¿s handshake connector during the connection of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2014-01589. It was reported that a rotawire separation occurred. A rotawire¿ and wireclip¿ torquer and a 1.75mm rotalink¿ plus was selected to treat the target lesion. During preparation, it was noted that the rotawire was separated when it came out from the hub of the guiding catheter. The rotawire was exchanged with a new one and upon insertion to the burr it was noted that it was unable to insert. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years and older. Device evaluated by MFR: the complaint device was not returned for device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2014-01589. It was reported that a rotawire separation occurred. A rotawire and wireclip torquer and a 1.75mm rotalink plus was selected to treat the target lesion. During preparation, it was noted that the rotawire was separated when it came out from the hub of the guiding catheter. The rotawire was exchanged with a new one and upon insertion to the burr it was noted that it was unable to insert. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.